Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip was closed onto tissue; however, the clip could not be released from the catheter. It was reported that the clip was then pulled off from the tissue and fell off from the catheter. The procedure was completed with another resolution clip. Note: it was reported that there was an attempt to completely remove the sheath off of the device. However, per IFU the over sheath is supposed to be retracted to expose the clip and not removed from the catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip could not be released from catheter.